Event description:
A report was received that during a suction procedure the swivel connected to the flex tube broke. No patient injury, adverse event or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.